Event description:
It was reported by a customer on (B)(6) 2011, the fiber suddenly stopped working at 28,325 joules. The customer reported additional information on (B)(6) 2011 which stated the fiber tip blew up. Also, the customer reported remember seeing a flash on the screen right before the physician said that he needed a new fiber. No patient injury was reported.